Event description:
Consumer reported the head of the brush popped off into her mouth while she was brushing. When the head slipped off, she stabbed herself in the eye with the exposed vibrating metal rod. Consumer did not seek medical attention.

Manufacturer narrative:
Product used was either spinbrush proclean sonic (B)(4) or spinbrush pro whitening sonic (B)(4). This info was not provided by the consumer. The head was made at the mfg location. The body was made at the following location. (B)(4) consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.